Manufacturer narrative:
The device was evaluated. Device evaluation noted the control unit and s-cover had water leakage. The root cause cannot be conclusively identified. Based on investigation results, probable cause based on reasonably known information based on device evaluation was due to stress problems, leakage found on the device that caused sticky residue , cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited a sticky grip and a sticky up down angulation lever plate. There was no patient involvement.